Event description:
It was reported that the gray antenna cord was damaged by the patient¿s cat 3-4 nights ago. The cat clawed through the cord. It was reported, the patient recharged every day, and she experienced a loss of therapeutic effect. The patient felt okay this morning when she woke up, however, later in the day, the patient¿s whole body was shaking and she could hardly talk. The patient felt she could not function and that she could get hurt as a result. It was reported, the patient attempted to call her health care provider. It was reported, the health care provider was working with the manufacturer representative to address the patient¿s issues. Additionally, it was reported that the cause of the event was unknown or the broken wire to the recharger.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v590200, implanted: 2010 (B)(6); product type lead product ID 37791, serial# unknown; product type recharger. (B)(4).